Manufacturer narrative:
(B)(4) is the assembler of the convenience kit on behalf of the sns, that includes this safety syringe. The customer did not provide any specific kit identification. Retractable technologies manufactures the syringe. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness. They will pass along this information to retractable technologies, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
The customer reported she gave 0.03ml instead of the 0.3 ml, the syringe was skinnier than the normal one used for other vaccines. No information was received regarding any serious injury as a result of this product malfunction.